Manufacturer narrative:
(B)(6). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01208, and 2210968-2010-01209. The same pt is represented in each medwatch.

Event description:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. While using the device, the surgeon was squeezing the trigger of the device and the blades would no longer rotate. Another like device was opened and used. There were no adverse patient consequences.